Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after batter installation. Unit passed sleep current measurement test, active current measurement test and self test. No unexpected alarms or alerts during testing. Unit was successfully downloaded using thump software. During download history review, critical pump error 15 was recorded on (B)(6) 2024 at 03:49:55 and at 03:59:00, aligning with customer complain call date. Line number= 1938 and file number=0. Per software engineering log, pump error 15 was due to inverse check of history index failed. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unit was cut open for visual inspection on electronic assembly. All connectors, including internal and external battery connectors were plugged in properly. No anomalies or moisture damage was noted on electronic assembly and motor assembly. Isolate to electronic assembly. Unit was received with a cracked keypad overlay at select button and scratched case. In summary, unit powered up properly after battery installation and no unexpected alarms noted. Unit functioned properly as designed. Customers' allegations of pump error 15 was confirmed when the adapt tool revealed to have recorded pump error 15 on complaint call date. Pump error 15 was due to inverse check of history index failed. Therefore, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 15 (the critical block and reverse critical block did not add to zero). The customer reported no adverse events. The event involved product(s) mmt-1880. The troubleshooting was performed and the customer reported receiving a pump error. The customer was able to clear the error and fill out the cannula delivery test, which was successful. The error table did not indicate that the pump should be replaced and the pump passed the self-test. The customer is not using the quick bolus speed feature on an impacted pump. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-1880.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.